Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reported up to 500 mg/dl and a suspected leak or wet tubing/cartridge; the user administered subcutaneous insulin via pen, disconnected from the pump for several hours, and later performed a full supply change including a new cartridge, connector, tubing, and infusion set, after which insulin delivery was resumed and glucose trended downward. Symptoms included hyperglycemia, anxiety, fatigue, and sleepiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.